Manufacturer narrative:
The additional vessel closure devices referenced are filed under separate medwatch report numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an emergent interventional procedure of the left anterior descending (lad) artery. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first two prostyle devices that were attempted. An attempt was made with two additional prostyle devices; however, once inserted they could not be advanced in the artery. Prostyle use was abandoned. The lad interventional procedure was completed. Hemostasis was achieved temporarily with an 8f sheath followed by manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.